Event description:
Paramedics were called to a person, diagnosed in cardiac arrest. The pt's downtime was not reported. After the operator had administered 4 countershocks to the pt, paddles mode monitoring was used and the ECG rhythm displayed was a rhythm the operator elected to treat with a countershock. The reporter later reviewed the ECG strips and determined the displayed rhythm was allegedly inappropriate for the pt's condition and should not have been treated. At some point during the treatment of the pt, the operator attempted to use the sync and pacing functions but was allegedly unable to activate either one. The pt was not resuscitated. The customer indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.